Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit, water tightness was lost, wear of head unit, and cable unit was depressed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: due to disconnection in cable unit, the endoscopic image could not be displayed. In regard to the newly identified malfunctions, the cable unit was depressed and therefore water tightness was lost. As for the other malfunctions, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was not working, had a black veil and a bad contact during inspection for use. There were no reports of patient involvement.